Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was unable to lower his high blood glucose. Customer started with blood glucose 200 mg/dl, he took 15 units and went for a walk, his blood glucose was 288 mg/dl. Customer then delivered more insulin and blood glucose was 397 mg/dl. Customer delivered more insulin again, blood glucose was 357 mg/dl. Customer delivered more insulin, and blood glucose went up to 457 mg/dl. Customer experienced discomfort on the heart due to high blood glucose level. Customer had an open heart surgery a year ago due to smoking and high blood glucose. Customer treated his high blood glucose with the insulin pump and boluses. After troubleshooting, customer was advised that a tubing clamp will be sent. Customer was advised to call back and complete the high pressure test once the tubing clamp arrived.